Event description:
A coviden 12ml monoject syringe had a crack down the entire barrel of the syringe. Pharmacy technician while drawing up concentrated potassium chloride had solution spray all over her person. No injury occurred to technician. The medication was prepared again and dispensed to the patient.